Event description:
In 2009, the lay-user/pt contacted lifescan (lfs), alleging that her one touch ultra 2 meter would not power on and a neighbor's one touch ultra meter displayed a "high" message. The medical surveillance specialist (mss) spoke to the pt about 9 days later, and was able to obtain/verify information. The pt tests her blood glucose twice a day. She tests before breakfast and lunch. She manages her diabetes with sliding-scale humalog insulin based on her meter readings. The pt also takes a set dose of 30 units lantus insulin at bedtime. The pt indicated that the alleged power issue started a few days prior to calling lfs. During that time, the pt did not take any sliding-scale humalog insulin since she was unable to test her blood glucose. However, she continued to take her lantus insulin as prescribed. Around 10:00 am in the day she called lfs, the pt attempted to test her blood glucose again, but the reported meter still would not power on. Since the meter would not turn on, the pt borrowed a neighbor's one touch ultra 2 meter and tested her blood glucose. According to the pt, she obtained a "high" result on the meter. According to the owner's manual, a meter message of "high glucose" will appear for a possible blood glucose level exceeding 600 mg/dl. After testing her blood glucose, the pt took 10 units of humalog insulin as "coverage" around 10:00 am that same day. Around 11:00 - 11:30 am, the pt claimed that she developed symptoms of shakiness and hand/arm numbness. The pt explained that she feels shaky when her blood glucose is really high and low. The pt tested her blood glucose again with her neighbor's meter around 12:30 pm that same day and got another result of "high" result. At that point, the pt decided on her own to take 15 units of lantus insulin. After taking the extra insulin, the pt claimed that her symptoms got worse and she started to shake even more. At that point, the pt ate food and drank a soda, which helped to relieve her symptoms. The pt did not have a replacement battery for troubleshooting her meter's power issue. She did not replace the meter's batteries according to the owner's manual. The pt's meter, test strips, and control solution were replaced. The pt did not have her neighbor's one touch ultra 2 meter for troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after she took insulin based on a "high" result obtained on her neighbor's one touch ultra 2 meter. There is no evidence that the pt's own one touch ultra 2 meter contributed to her symptoms/injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Serial # not provided.